Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to loose and tilted drive support disk. Insulin pump had a cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out. Troubleshooting was performed, and the drive support cap was wonky slightly in one side and slightly out the other side. No further information was provided.